Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). The device involved in this event cannot be determined. It could be one of the following: catalog # 131227018 smooth lock peg 2.2mm qty 1, 131227020 smooth lock peg 2.2mm qty 1, 131227118 lock screw square 2.7mm qty 2, 131227122 lock screw square 2.7mm qty 1, 131227116 lock screw square 2.7mm qty 1, 131227114 lock screw square 2.7mm qty 1, 131227113 lock screw square 2.7mm qty 2, 131227120 lock screw square 2.7mm qty 1, 131227111 lock screw square 2.7mm qty 1. (B)(4). This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2016-03648, 2017-00028 & 2017-00099).

Event description:
Patient reported undergoing a left wrist plating revision procedure 11 months post-implantation due to patient allegations of swelling, blistering and nonunion of the ulna fracture and other unknown complications. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Post-operative revision report received indicated gross mobility at the ulna fracture site with pain and dysfunction of the wrist and hand. Radiographs revealed osteolysis and screw loosening. Additionally, patient experienced pain to the dorsal aspect of the distal radius, made worse with concomitant wrist flexion and finger motion. CT scan showed bicortical length of the distal radius screws with concern for soft-tissue irritation secondary to the small dorsal screw prominences. CT scan also confirmed successful union of the distal radius fracture.

Manufacturer narrative:
Reported event was confirmed by review of the provided op notes. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. The operative notes were reviewed, with the following assessment: "patient presented w/gross mobility at the ulna fracture site w/significant pain and dysfunction of the wrist and hand. X-ray showing significant osteolysis and screw loosening. CT scan confirmed nonunion of the ulna and successful union of the distal radius fracture." Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.